Event description:
It was reported that during a stent placement procedure via femoral artery, the stent allegedly failed to deploy. It was further reported that the stent graft covered the white pusher, indicating that the stent graft got stuck between the sheath and the pusher. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
The catalog number identified has not been cleared in the us but is similar to the fluency plus endovascular stent graft products that are cleared in the us. The pro code and 510 k number for the fluency plus endovascular stent graft products are identified. Manufacturing review: the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. Investigation summary: the sample was returned to the manufacturer for evaluation. Based on the conditions of the sample, there is no indication of use inside the patient. No blood could be seen on any part of the system, even under microscope investigation. The stent graft was found partially deployed indicating that there was a deployment attempt; however, it could not be confirmed that the deployment attempt and the failure occurred inside the patient. The stent graft getting stuck between the sheath and the pusher is not confirmed. Moreover, the stent graft could be easily deployed upon retraction of the outer sheath in the laboratory. In this case, the system was flushed, and appropriate introducer sheath and guidewire were used. The tissue was reported to be not calcified or tortuous in nature. Additionally, it is known that the proximal end of the stent graft was placed in a straight section of the lumen prior to deployment. Since the stent graft was found partially deployed, a partial deployment issue could be confirmed. Based on the information available a definite root cause for the reported event could not be determined. Labeling review: in reviewing the relevant labeling, it was found that the instructions for use sufficiently address the potential risks. Regarding the preparation of the device the instructions for use state that 'prior to loading the vascular system over a guide wire, both ports must be flushed with sterile saline (...). Flushing these lumens will also facilitate stent graft deployment.' Regarding the anatomy of the placement site the instructions for use states: 'prior to stent graft deployment (...), ensure that the proximal stent graft end is positioned in a straight section of the lumen to reduce the risk of increased deployment forces and possible failure to deploy.' Regarding accessories the instructions for use states: 'a super stiff guide wire (0.035 in.) Is advanced from a femoral artery puncture site. Use an introducer sheath for the implant procedure'; the packaging pictograms indicate an introducer size of 10f and a 0.035" guidewire. (Expiry date: 09/2024).